Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer support provided assistance and guided the caller through a complete pump reset, resolving the issue as the pump no longer displayed the error, allowing the caller to successfully start their sensor session.